Event description:
It was reported that an asymptomatic patient presented in or for device change out. Externalized conductors were observed via fluoroscopy. Variations in pacing lead impedance and sensing were noted on long term trends. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.1cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.2-12.7cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 5.1-5.2cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 19.7-19.8cm from the distal tip. The etfe coating was abraded at these locations.